Event description:
This lead was capped due to high thresholds and increased impedances while replacing the device, which had reached expected eri. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.